Event description:
It was reported that the patient's device was in an overdischarge state and had coupling/communication issues which hindered recharging. Subsequent x-ray evaluation indicated that the device was "flipped" in the pocket. The physician manually manipulated the device back into place externally, and the patient was able to get good coupling with the recharger and programmer. All was well following this manipulation.

Manufacturer narrative:
(B)(4)